Manufacturer narrative:
Events of a leaflet tear and regurgitation were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and a 23 mm trifecta valve was implanted in conjunction with CABG x 1. An echocardiogram performed on (B)(6) 2018, indicated the trifecta valve was well seated but the leaflets were thickened and moderately restricted with moderate valvular aortic regurgitation/stenosis. Mean gradient was 27 mmhg (peak 52 mmhg), calculated valve area was 0.93 cm2 and dvi 0.24. On (B)(6) 2018, a redo aortic valve replacement was performed due to a non-coronary leaflet tear leading to severe aortic regurgitation. The valve was explanted and replaced with a 25 mm magna ease valve. The patient returned to the ICU in a satisfactory and stable condition.